Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications that could be connected to the clinical complaint were found. The lead proved to be conforming to specifications and without defects. In particular, the measurement values of the mechanical analysis of the screw mechanism were within the technical specification. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 1 day, it was reported that the lead was dislodged. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported.